Event description:
Device 1 of 4: reference MFR report #3006705815-2018-03410. Reference MFR report #3006705815-2018-03411. Reference MFR report #1627487-2018-13260. It was reported that the patient experienced infection at the lead site. Reportedly, infection was treated with IV antibiotics. As a result, surgical intervention was undertaken wherein the scs system was explanted. Reportedly, infection has been resolved.